Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a power loss; the alarm had been ongoing for a week and occurs during set changes. The patient's blood glucose at the time of incident is unknown. The power loss alarm sometimes goes away after battery changes but it always returned. The customer was advised to replace the pump but no products were shipped or returned as of yet.